Event description:
It was reported that the cuff was removed and replaced with a new cuff due to recurring incontinence. Additional info was requested, but not provided.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.